Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. (B)(4).

Event description:
It was reported that the right atrial lead was attempted to be implanted and was repositioned. The lead exhibited high thresholds and was oversensing noise. The lead was removed and replaced. No patient complications have been reported as a result of this event.